Event description:
It was reported that there was revision surgery due to glenoid baseplate failure and subsequent implant loosening. This occurred following a minor fall.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. Since images were provided, the opinion of a medical expert was sought and stated as follows: all components look intact, no breakage, no dissociation or dislocation. The baseplate was placed relatively high on the glenoid. The fact that the footprint of the central post and two peripheral screws look nicely, gross loosening is not expected. A third screw that is visible on the CT thumbnail does seem to have engaged with the glenoid bone (there are only the footprint of two screws). Whether or not the bone has resorbed explaining the current footprint cannot be stated without earlier imaging. The images do not confirm loosening. Please note that they are not medical grade images. Subtle signs of loosening will not show on them. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that there was revision surgery due to glenoid baseplate failure and subsequent implant loosening. This occurred following a minor fall.